Event description:
It was reported that the lead showed oversensing for the past few months. The noise was reproducible with patient manipulations. During a pocket revision, the connection was checked and the lead had all normal reading through the analyzer. Weeks later, a lead integrity alert triggered and noise was noted on electrograms. The lead impedance had two spikes from baseline. A lead fracture was suspected. The lead was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was distorted, several conductors had blood/body fluid (not obstructed), there was blood/body fluid (not obstructed), the outer tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and the lead was stretched.